Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose was unknown at the time of the incident. It was reported that the insulin pump screen display a critical pump error image and a pump error indication a broken force sensor was detected. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and pump error confirmed in history file due to force sensor flex not properly plugged in to electronic board. Unit received with corroded battery tube. Unit received with minor scratches on case, cracked select button keypad overlay, missing reservoir tube o-ring, missing display window cover, missing retainer, keypad overlay texture damage, missing end cap address label, cracked battery tube threads and minor scratches on lcd window.